Event description:
It was reported that the home patient (hp) had a leak from the patient line of the automated peritoneal dialysis (apd) set with cassette, during the therapy on the homechoice (hc) device. This was found during dwell one of six, while the hp was connected. The hp explained that they saw their patient line was leaking and a connection was loose. The technical service representative (tsr) advised the hp to cycle the power to end the therapy. The tsr advised the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.